Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the detached adhesive on the bending section cover, a stress problem was identified. The most probable cause is traced to component failure. Regarding the light guide lens with deposits, althought a root cause could not be identified, a contamination of device by foreign material from environment was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the adhesive on the bending section cover is detached and the light guide lens with deposits was observed. There was no patient involvement.